Manufacturer narrative:
The investigation is ongoing, results will be reported in a follow up report.

Event description:
It was reported that: a babylog 8000 ventilator stopped ventilation and generated "tube obstructed" alarm. The patient was ventilated manually and the ventilator was exchanged. Patient had temporary deep bradycardia and deep desaturation to 6%.